Manufacturer narrative:
The technician found the casters were worn and not locking. The technician adjusted the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the brake is not holding.